Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit goes on and off standby. It was further reported that the latch on the front of the unit was broken.